Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl. The customer's current blood glucose is 200 mg/dl. The customer did experienced the symptoms such as vomiting . The customer was treated by bolus with pump and insulin shots. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. Auto mode was not active. In hospital customer was treated by two bags of fluids and insulin shots. Customer does not have the infusion set anymore but customer says the cannula was straight and the insulin was clear and not expired. Customer stated that displacement test was passed. The insulin pump will not be returned for analysis.